Event description:
Alleged the head section is drifting down.

Manufacturer narrative:
The technician found the cables for the head section gas shocks were out of adjustment, causing the shocks to be engaged and the head section to drift. The technician adjusted the cylinder setting and cables to repair the stretcher.